Event description:
It was reported that a procedure was performed to treat a moderately calcified lesion in the mid anterior tibial artery (at). While the subject halberd14 guide wire and a concomitant quickcross catheter (philips) were used for a drilling operation, the distal segment of the subject halberd14 guide wire got fractured in the patient's body. The wire fragment was successfully retrieved. It was informed that the patient's condition was good after the procedure. MFR report #: 3003775027-2026-00137.